Event description:
It was reported that the catheter was replaced. The reason for the revision including symptoms prior to revision were not reported. The pump contained lioresal at the time of the event.

Manufacturer narrative:
Results: refers to the catheter.